Event description:
It was reported that a pedicle screw was broken during insertion. The shank portion of the screw remains in the patient. The head portion was removed from the site. Contact reported no adverse patient injury as a result of this situation and the case was completed.

Manufacturer narrative:
Device not yet returned for evaluation. The event was reported to depuy spine on (B)(4), 2012. Review noted that the local sales rep was informed on the day of surgery. As such this report is technically late. Local rep was reminded to report malfunctions in a timely manner.

Manufacturer narrative:
Visual examination of the returned screw head found it was fractured in half vertically. Severe gouges within the threads and outer surface of the screwhead were also noted. Complaint history found no other complaints for this lot number. Based on the additional information provided by the affiliate, the damage noted on the returned screw head was the result of excessive force that was necessary to remove the head portion of the screw.